Manufacturer narrative:
Correction to h6 of the initial report, "type of investigation" code 10 - testing of actual/suspected device was replaced with 4114 - device not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented for additional investigation results see h7 and h9.

Event description:
The customer reported to olympus, the high flow insufflation unit had an overpressure alarm occur, the pressure was set to 10mmhg but the measured pressure fluctuated between 10 and 15mmhg. This issue was found during a therapeutic procedure. The degree of anesthesia was adjusted and there were no reports of patient harm or injury.

Manufacturer narrative:
While the event was occurring the pneumoperitoneum tube, trocar, and high flow insufflation unit body were replaced, but there was no improvement. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.